Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device powered off multiple times during use. There was no patient use associated with the reported event.